Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer also reported a low blood glucose of 55 mg/dl which they treated with glucose tablets. Their blood glucose then went up to 108 mg/dl. The customer's blood glucose level was 138 mg/dl at the time of incident and their sensor glucose was 89 mg/dl. Their current blood glucose was 240 mg/dl. Insulin delivery was suspended due to sensor glucose value of 55 mg/dl. The suspend on low limit in sensor settings was 70 mg/dl. The sensor will not be returned for analysis.